Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred and patient went to surgery. The target lesion was located in the severely calcified left main coronary artery. During heart catheterization, an opticross¿ imaging catheter was selected for use. The procedure was completed and the physician was able to see the lesion; however, during withdrawal of the opticross¿ imaging catheter, it was noted that a part of the tip broke off in the left main. A few centimeters of the catheter were still in the body when the physician pulled the catheter out. The physician ended up having to take the patient to surgery. No further patient complications were reported and patient is doing well after surgery.